Manufacturer narrative:
Additional information was received indicating that the patient had a demented state due to being unable to change of settings. It was reported that the pump settings were changed to ll2 so the patient could no longer change the settings.

Event description:
Information was received indicating that during use of this smiths medical cadd duodopa pump, the patient reprogramming the pump incorrectly. It was reported that the nursing staff extensive explained to the patient that he understands why he do not need to reprogram the pump anymore. No reported adverse effects.